Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was initiated and completed on the cycler without complication. A voltage check was also performed and the device was found to meet product specifications. An interior inspection found no deviations or defects that could have caused or contributed to the event. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon power up, the outlet at which the cycler was plugged into sparked. The peritoneal dialysis registered nurse stated that the patient had a recent coughing spell during which they may have fallen from the bed and knocked over their cycler. The peritoneal dialysis registered nurse who was with the patient that night tried to plug the cycler back in and power it on but the outlet where the cycler was connected sparked. The peritoneal dialysis registered nurse who reported the incident was not with the patient the night of the incident and was unable to provide additional information. The technical support representative advised the peritoneal dialysis registered nurse to discontinue use of the cycler. The patient had manual supplies to continue with treatment without the cycler. Additional follow up attempts were unable to obtain additional information related to the event.

Manufacturer narrative:
Additional information was received from the patient's peritoneal dialysis registered nurse. The pdrn verified that the patient did not experience any injury or require medical intervention as a result of the spark. The cycler was the only machine plugged into the outlet at the time of the event. It is unknown if there was any smoke or residual burns from the spark. The patient was able to complete their treatment using manual supplies. A replacement cycler was received and the patient has continued with pd therapy. It was clarified that the coughing spell experienced by patient was a pre-existing condition and not brought upon by the patient's treatment.